Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain and for occipital neuralgia. It was reported that the patient keeps losing the coupling from excellent to good to no device found while recharging. At the time of the report, the patient was seeing the passive recharge mode screen and the recharging switched to normal and the implantable neurostimulator was at 30%. The patient had a 6-pound weight loss and the implantable neurostimulator is not in the same location as it was before. It moves around while attempting to charge. The patient has been charging for hours without seeing it increase in percent charged. The patient was also experiencing soreness at the site of their occipital leads. There were no further complications reported.

Manufacturer narrative:
Product ID 977a275,serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the healthcare provider (hcp) replaced the leads and battery (B)(6) 2020. It was unknown whether the difficulties with recharging resolved. Patient weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the customer device and recharging issues resolved after replacement.